Manufacturer narrative:
Device 8 of 10 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case, despite this, the reported defect cannot be seen. No unused return sample was expected. Batch record revision results: lot 4f00752 was manufactured on 04/jun/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 22/aug/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi) and recorded in manufacturing record (mr). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 22/aug/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4f00752 lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect and as result an additional type 2 complaint was identified during this search as per work instructions (wi). Historical nonconformance review: on 22/aug/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA)(s) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect for the lot number 4f00752 and as result, no nonconformance / corrective and preventive actions (CAPA)(s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) -050 - determination of fluid uptake ¿ method 4 frequency: test performed on the first, middle and last mix of each batch. Material to be tested: pressed samples. Trial period test: 24 hours. Specifications: avg. Not less than 3900g/m2/24 hrs. Preliminary investigation results: based on a thorough review of the involved processes, interviews with line personnel, and the expertise of the triage team, the following information was observed: no additional reportable complaints were found for malfunction "dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate," associated with batch 4f00752. No nonconformance or corrective and preventive action (CAPA) records related to this malfunction code were generated during the manufacturing process of the referenced lot. The related absorption challenge testing is performed on the mass material. This test (tm-050) is conducted post-processing of the material in the mass 177a w/florarez ¿ 1738335. A review of test method tm-050 (determination of fluid uptake) for the corresponding subassembly lots (4e04485, 4e05513, 4e01284, 4e04602, 4e06183, 4e00203, 4e01278, 4e01287, 4e03952, 4f00727 & 4e06182,) in mixers #2 & #3 showed acceptable results. Incoming inspection confirmed that no supplier corrective action requests (scars) were generated for this specific lot or any related part numbers, and no issues were observed. Annual testing results for the materials used in the manufacturing of this final product were reviewed, and all materials were found to be in conformance, with acceptable results. In conclusion, the preliminary investigation did not identify any root cause related to internal manufacturing processes. All internal evaluations confirm that processes were followed correctly, and no changes in transportation or testing could have contributed to the reported condition. This appears to be an isolated incident. Defect rate analysis: there have only been 11 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record for lot 4f00752 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect. No additional complaints were reported for lot affected related to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products are impacted, and the issue appears to be isolated. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor notified about the dressing unable to absorb exudate. The customer reported that despite using dressing in the same way, there is a significant difference in effectiveness between the two products as compared to last year. The dressing that was used last year had good absorption effect, with clear absorption marks forming after absorbing exudate. The absorption effect was poor. After using artificial skin, there were no clear white absorption marks as seen with last year's product. Instead, it looked like water droplets were trapped inside without any absorption effect. The product was used by patient. A photograph depicting the issue was received from the complainant.